Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced hyperglycemia with a strong headache. The mother performed a bg reading and attempted a calibration with no success. The cgm reading was 184 mg/dl and the bg reading was 360 mg/dl. The patient was treated with insulin injections, but the patient had to be taken to hospital for control of the strong headache due to hyperglycemia. There the patient was treated with IV medication (nolotil and enantyum). No specific treatment was reported for hyperglycemia, but it was noted that at the time of the report the patient used an insulin pump in closed loop mode. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.